Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath had difficulty passing through the transseptal puncture. A perforation and pericardial effusion were then observed. Intervention was performed to stop the bleeding and the patient was admitted into the hospital. The procedure was aborted, and the patient was under general anesthesia. No further patient complications have been reported as a result of this event.